Event description:
This patient had a large heart with poor sensing. After closing the pocket, the patient was moved to recovery where it was noted that the sensing values had dropped and both leads were dislodged. The pocket was reopened and after several attempts at repositioning both leads, the physician removed the whole system and did not replace it. Should additional information become available, this file will be update.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.